Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that patient's device pocket did not heal properly as a small portion of the wound repeatedly opened and closed after implant of the implantable pulse generator (ipg). During a pocket revision, it was discovered that the device pocket had become infected. The patient's ipg was explanted and replaced once the infection had cleared. No further patient complications have been reported as a result of this event.